Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped and replaced due to oversensing. No adverse patient events were reported.

Event description:
This rv lead was capped and replaced due to oversensing. No adverse patient events were reported.

Manufacturer narrative:
Combination product: yes. 12-aug-2025 previously capped lead was explanted on (B)(6) 2025, added complaint of fracture. No adverse patient events were reported.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 previously capped lead was explanted on (B)(6) 2025, added complaint of fracture. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced due to oversensing. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.